Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate, which was filled with tobramycin 480mg in 100ml sodium chloride 0.9%, was not infusing correctly. The rate of infusion was reported to be "very slow". The infusion took almost 2 hours instead of 30 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.